Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event was initially reported based on the description of the event. However, based on additional information received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: hal colon resection. Event description: c8xx2 device fragmented and fell into patient during use. The fragments were reported to be white pieces of plastic coming from where the gel connects to the green ring. User states the fragments did not come from the gel or the plastic ring. All pieces were retrieved from patient. No patient injury occurred. Product is not returning. No images of the device are available. Additional information received on 12oct2023 via email from [name], advanced procedural specialist: no trocars or instruments were placed through the gelport. Additional information received on 18dec2023 via email from [name], "the surgeon described the piece of plastic as a little rice shaped opaque piece of plastic. He said it kind of felt like the gel not very hard." Additional information received on 20dec2023 via email from [name] "it was the new design with two levers and the transparent gel." Intervention: all pieces were retrieved from patient. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hal colon resection. Event description: c8xx2 device fragmented and fell into patient during use. The fragments were reported to be white pieces of plastic coming from where the gel connects to the green ring. User states the fragments did not come from the gel or the plastic ring. All pieces were retrieved from patient. No patient injury occurred. Product is not returning. No images of the device are available. Additional information received on 12oct2023 via email from [name], advanced procedural specialist: no trocars or instruments were placed through the gelport. Intervention: all pieces were retrieved from patient. Patient status: no patient injury occurred.